Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. The customer stated that her blood glucose reading was 285 mg/dl prior to the event. The customer had given herself too much insulin to treat her elevated blood glucose levels. The customer was unable to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.